Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer who reported that a martel printer began to smoke after the battery was incorrectly inserted. The customer also reported that the leads on the battery pack had burned up. Based on the information available at the time, there were no injuries associated with this event.